Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and ok keypad buttons were intermittently unresponsive; the up arrow and contrast buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok, up and down arrow keypad buttons were sticking when pressed and intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a wet paper towel. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.